Event description:
Following a bilateral iliac stenting using 5cm 7f sheaths and the kissing approach, a 6f angio-seal vip was selected for closure of the pt's left common femoral arteriotomy. A pre-deployment angiogram was performed and the angio-seal was deployed smoothly and without incident. Post-deployment, angiography from the contralateral side showed a left common femoral artery occlusion at the puncture site. A left brachial artery puncture was made and a guiding sheath, catheter, and wires were used to cross the occlusion from above. This region was stented with a nitinol self-expending stent and post dilated, leaving a widely patent lumen with a 20% residual stenosis. A proximal femoral-popliteal vein bypass graft stenosis was also treated post-stenting. This stenosis was downstream from the original occlusion by approx 4cm and was pre-existing. The right groin and left brachial artery punctures were closed with manual pressure. The pt was stable following the procedure. The pt was reportedly very high risk for angio-seal use due to calcified common femoral arteries bilaterally, small caliber, and scarred groins bilaterally due to previous coronary procedures where access was gained on the right, for surgery on left, and a high common femoral artery puncture on left, distal to the external iliac at the level of the inguinal ligament.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause of the reported incident could not be conclusive determined. The angio-seal device instruction for use (IFU) state that the device is indicated for use in closing and reducing time to hemostasis at the femoral arterial puncture site in pts who have undergone diagnostic angiography procedures or interventional procedures using an 8 french or smaller procedural sheath for the 8f angio-seal device and a 6 french or smaller procedure sheath for the 6f angio-seal device. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. A training record was not found for the physician. The angio-seal device instruction for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent. The angio-seal device instructions for use (IFU) states if pt's have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site. The angio-seal device instruction for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device instruction for use (IFU) states that the safety and effectiveness of the angio-seal device has not been established for pts undergoing an interventional procedure whom are being treated with warfarin.